Manufacturer narrative:
The reported event of device deformation could not be confirmed. Two photos were received from the field, which appeared to show an occluder in the cobra conformation. However, the investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 10mm amplatzer septal occluder was selected for implant. Upon loading the device, an irregular shape inside the loader was observed. The user attempted to position the device several times unsuccessfully. On angiogram the device appeared in a cobra shape formation. The cobra formation was also observed ex vivo. The device was exchanged and the procedure was completed successfully with another 10mm occluder. There was no delay in the procedure and the patient remained hemodynamically stable.